Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-june-2016, an fse conducted follow-up with the customer over-the-phone to address the reported event. The fse advised the customer to adjust the tip detach plate forward slightly. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the reported event was the tip detaches plate needed to be adjusted.

Event description:
On (B)(6) 2016, a customer reported error 2062 tip removal error with the aia-900 analyzer. The customer stated that she cleaned the sample probe with etoh but the errors persisted. The customer loaded the tray with bulk bag, no sorter. The customer is unable to run progii, hba1c, fsh, and prl patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting progii, hba1c, fsh, and prl patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.